Event description:
Intuvie received a report indicating that the pump did not pump not infusing as programmed. It was reported that there was no patient harm.

Manufacturer narrative:
Intuvie received a report indicating that the pump did not pump not infusing as programmed. A review of the device's serial number history revealed no prior similar complaints. The device was returned for evaluation, and no issues were identified. The reported failure mode could not be confirmed, and the probable cause remains undetermined. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).